Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise over-sensing. Upon further investigation in clinic, cardiac perforation was discovered via echocardiogram. The lead was capped and replaced on (B)(6) 2024. The patient was stable.